Manufacturer narrative:
Section a2: corrected. Patient age is estimated. Section d1: corrected. Section d4: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported ventricular tachycardia and hematoma could not be conclusively determined through this evaluation. The hospital was contacted for the information and will not provide any additional information related to the event. The serial number of the heartmate 3 left ventricular assist system was not provided. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this document lists adverse events, including cardiac arrythmia and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complications that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a patient underwent cardiac resynchronization therapy (crt-d) replacement due to battery depletion. 1 month after the surgery, an intra-pocket hematoma was found. The crt-d was removed and a of a lead-less pacemaker was implanted, which improved the hematoma. The patient also developed ventricular tachycardia after their pump implant, so regular remote monitoring data transmission was ordered, and the patient was discharged home from the hospital. The patient visited the outpatient clinic with complaints of chest discomfort. A 12-lead electrocardiography (ECG) showed sustained ventricular tachycardia, but the leadless pacemaker didn't detect this. A restoration of sinus rhythm was achieved by cardioversion under chain static conditions.